Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and screening test of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the device. A screening test was performed in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related to the force issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when ablation was activated, the force readings for the ablation catheter would read in the 60's g. When ablation was off, the reading was 8 g (without moving the catheter). The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced, and the issue resolved. The procedure was continued and completed. There was no patient consequence. The customer¿s reported force issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-feb-2023, the bwi pal revealed that a visual inspection of the returned device identified reddish material inside the pebax and a hole on the pebax. These findings have been reviewed and determined the issue of a hole in the pebax is considered to be an MDR reportable malfunction since the integrity of the device has been compromised.